Event description:
Philips received a complaint on the v60 ventilator indicating that there was an error code displayed. The device was reported to be in use at the time of the reported problem. The customer reported that the vent was swapped with no patient issue. The remote service engineer (rse) confirmed that there was an alarm for proximal pressure autozero failure. There was a code 110b logged in the event log of the device. The repair for a 110b alarm was suggested to the customer, so the rse provided parts ID for the number 3 and 4 solenoids.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.